Event description:
It was reported that the device pressure alarm repeatedly triggers during filling. There was no patient involvement.

Manufacturer narrative:
B3: date of event is unknown. The suspected device was returned for evaluation. No discrepancies related to the complaint were found during visual inspection. The event history log was reviewed and there were no errors related to the customer complaint. Customer reported issue was confirmed during functional testing. The dso sensor needs to be recalibrated. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The device passed all functional tests after the repair.